Manufacturer narrative:
The device history records (DHR) for the device was reviewed. The associated device was released based on company's acceptance criteria. Diffuse lamellar keratitis is a known complication of refractive laser surgery. After lasik, in approximately one percent of the treatments stage 1 dlk occurs (stages 2 and 3 occur at lower frequency). It is a reaction on the surgical trauma and may be caused or intensified by contaminated instruments. The system history shows that the laser was verified successfully prior to and after the date of treatment. The root cause could not be determined conclusively. The contributing factors could be sterilization of instruments, surgical techniques, preoperative and postoperative medications. (B)(4).

Event description:
An optometrist reported that a patient presented with diffuse lamellar keratitis in both eyes. This makes the site's second case within a month which is concerning to them since they have not had a case of dlk prior to this month for ten years. There are two related reports for this patient. This report addresses the patient's left eye and another manufacturer report will be filed for the fellow eye.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Upon follow up, approximately one month post-operatively the patient presented with very blurry vision that had worsening recently. Trace corneal haze was reported. Patient was told to discontinue steroids. Glasses were ordered with half the amount of prescription that was refracted. To help with near vision. Patient was reported to be doing much better approximately five weeks post-operatively. Vision and comfort were improving drastically. Patient is happy with the improvement. Patient was to continue using artificial tears frequently, cyclosporine ophthalmic emulsion and omega three's.